Event description:
The customer reported an over infusion at (B)(6) hospital over the weekend. Pump was programmed to infuse 45ml of heparin at a rate of 13.7ml/hr, this was verified by 3 nurses. The pump reported that 40-50mls of fluid had infused into the patient but actually infused 250ml of heparin. The pump was immediately stopped and unhooked from the patient. The patient was moved to a room near the nurses station to be observed for bleeding. The ptt lab result was critical at over >200 seconds and inr was high at 1.46. Although requested further information was not provided.

Manufacturer narrative:
Investigation conclusion: although the complaint of over infusion was not confirmed in the logs or reproduced during testing, depending on the placement of the platen when the door is closed, the cracked platen hinge could result in intermittent accuracy issues. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the suspect device event log showed, on (B)(6) 2020 at 7:18 pm, the suspect device was selected and programmed guardrail drug heparin (drugid=248) to infuse at a rate of 13.7 ml/hr (vtbi= 50 ml). The suspect device alarmed four (4) times for patient side occlusion and was paused once for approximately twelve (12) minutes before the device was channeled off. Total volume infused= 48.474 ml. Over infusion testing was performed using the customer¿s source pump module sn (B)(6) and returned pcu sn (B)(6). Results indicate that the system was operating within specification. Functional testing on the returned administration set could not be performed due to the set being cut and incomplete. Concentricity testing of the returned administration set showed the set was within specification. Device inspection: lvp sn (B)(6): the device was received in fair condition. The instrument seal was intact but previously removed. The platen assembly was observed broken at the upper hinge, the broken post was retained inside the door dried fluid observed inside door. Latch sear are installed properly and did not interfere with the door operation. Dried fluid ingress and corrosion were observed inside the rear case. Air in line assembly observed manufactured by 3rd party. Torque seal on bezel assembly was observed removed which indicates disassembly of the pumping mechanism. Bezel was disassembled and observed in good condition. Pri tubing model: 2426-0500, lot: unknown: the returned used administration set (model 2426-0500; lot: unknown) was received in poor condition. The returned administration set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set had been cut below the drip chamber/spike; the drip chamber/spike was not returned. The set could not be used to complete testing. Root cause analysis: the probable cause of the customer¿s complaint of an over infusion is likely due to a broken upper platen post. Depending on the placement of the platen when the door is closed, the cracked platen hinge could result in intermittent accuracy issues. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (23dec2008). A review of the device service history record was performed beginning from the date of manufacture to the present date (02dec2020) and indicated that this device has been previously returned for the following service: 24aug2018 broken bezel- replaced bezel lower hinge broken review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested further information was not provided.

Event description:
The customer reported an over infusion at (B)(6) hospital over the weekend. Pump was programmed to infuse 45ml of heparin at a rate of 13.7ml/hr, this was verified by 3 nurses. The pump reported that 40-50mls of fluid had infused into the patient but actually infused 250ml of heparin. The pump was immediately stopped and unhooked from the patient. The patient was moved to a room near the nurses station to be observed for bleeding. The ptt lab result was critical at over >200 seconds and inr was high at 1.46. Although requested further information was not provided.